Manufacturer narrative:
H4: the lot was manufactured from july 13, 2019 - july 16, 2019. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photograph identified evidence of leakage from the device inside a bag. The location of the leak could not be determined from the photo. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device was filled with 5-fluorouracil and 0.9% normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.